Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-13258. The pt had two leads from the same lot number. It was reported the patient¿s scs system was allegedly over stimulating him. The pt stated the stimulation felt it was surging on its own. It was also reported the patient was having discomfort at the ipg pocket site. Reprogramming did not address the issue. Follow-up pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.